Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the emerge balloon catheter. The shafts and balloon were microscopically examined. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. The exit notch was torn for 4mm. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
A 2.50mm x 20mm emerge¿ balloon catheter was received with MDR ID# 2134265-2017-03956 with no reported issues. However, returned device analysis revealed a torn exit notch.